Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found containing air bubbles during use. The following has been provided by the initial reporter: it was reported that over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. 1 of 3: female. Over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. Several different phlebotomist tried several lot numbers with similar results and does not seem to occur in the 21g pbbc sets. Does not matter if being used on a difficult vein - or a ¿good¿ vein. Additional info email: rcvd an email from the customer stating the following: we have had multiple instances involving bd tubes, multiple lots, where the first tube fills fine but after switching tubes an air bubble forms in the line and it will no longer work properly. One was the coag tube on the woman, female approx. 45. The tube was the blue coag (2 as I had to use a primer). Had to poke her twice because the tube did not fill due to the significant amount of air. Others involved the blood culture bottles. I confirmed that it was not that I was not in the vein with a couple collections by attaching a syringe and drawing the required amount of blood off with that. I have no problem with them dismissing it as how I use the equipment. The course of treatment is not necessarily changed with the patient but requires to perform multiple venipuncture's to collect required samples causing unnecessary discomfort to patients. We will not be sending back any tubing with evidence of air.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found containing air bubbles during use. The following has been provided by the initial reporter: it was reported that over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. 1 of 3: female. Over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. Several different phlebotomist tried several lot numbers with similar results and does not seem to occur in the 21g pbbcsets. Does not matter if being used on a difficult vein - or a ¿good¿ vein. Additional info email: rcvd an email from the customer stating the following: we have had multiple instances involving bd tubes, multiple lots, where the first tube fills fine but after switching tubes an air bubble forms in the line and it will no longer work properly. One was the coag tube on the woman, female approx. 45. The tube was the blue coag (2 as I had to use a primer). Had to poke her twice because the tube didn¿t fill due to the significant amount of air. Others involved the blood culture bottles. I confirmed that it was not that I wasn¿t in the vein with a couple collections by attaching a syringe and drawing the required amount of blood off with that. I have no problem with them dismissing it as how I use the equipment. The course of treatment is not necessarily changed with the patient but requires to perform multiple venipuncture's to collect required samples causing unnecessary discomfort to patients. We will not be sending back any tubing with evidence of air.